Event description:
A patient¿s midline incision from the implant of their evoke spinal cord stimulation (scs) system had not healed appropriately after three months. A staphylococcus infection was diagnosed, intravenous antibiotics were administered, and the scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient¿s midline incision from the implant of their evoke spinal cord stimulation (scs) system had not healed appropriately after three months. A staphylococcus infection was diagnosed, intravenous antibiotics were administered, and the scs system was explanted.

Manufacturer narrative:
Additional information: b5 - describe event or problem - it was further reported that the patient is recovering well and infection is resolving. D6a - if implanted, give date - (B)(6) 2022 corrected to (B)(6) 2023. The devices were discarded and were not available for return. Per the event description, the patient developed an infection as a result of the midline incision failing to fully close. The cause of the incision fa iling to sufficiently close could not be identified. Infection that may require hospitalisation with intravenous antibiotic therapy and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records including sterilisation records were reviewed and confirmed that the product met requirements for release.